Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-mar-15. Patient services made an outbound call to the patient. The patient reported that beginning in the last 3 weeks, every once in a while, they will press the stimulator on button but nothing will happen. The patient can confirm that the ins is on because they will lean a certain way. But other than that, they cannot confirm that the ins is on. They have to try multiple times to get the ins to either turn off or on. They will charge the ins and the controller seems fine but they don¿t know if the ins turning off on its own or if the ins is just not turning on. It was noted that the patient received a replacement recharger in the past. The patient didn¿t have their controller with them during the call to confirm the exact issue or to clarify what was reported so patient services was unable to further troubleshoot. The patient was redirected to follow up with their healthcare professional (hcp). The patient has an appointment with their hcp in about a month and would follow up with the hcp and a manufacture representative (rep) during that time. No further complications were reported/are anticipated.

Manufacturer narrative:
Continuation of d11: product ID 97755 lot# serial#(B)(6) implanted: explanted: product type recharger . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for unsuccessful disc surgery and spinal pain. The patient reported that there was difficulty with recharging. The patient stated that the controller was not charging the ins. The patient stated that the controller would charge from the wall, but it would not charge the ins. The patient stated that when he is trying to charge the ins, it will show excellent recharging but the ins battery will not increase. The patient stated that he will sit there for hours with help. The patient reported that he is hurting. The patient noted that he had tried repositioning the antenna and resetting the controller but nothing was working. Warm transfer to repair. No symptoms were reported. No further complications were anticipated/reported. Additional information was received from the patient on (B)(6) 2019. The patient reported that the unit was now charging. However, even when it is charged, it will sometimes turn itself off. The patient wondered if there was some way to check that ¿glitch¿. Information request sent to patient services.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-12. It was reported that the implantable ne urostimulator (ins) turning off issue occurs more when the patient is less active and typically when they go to charge, they would see that the ins was off. The rep also reported that the patient would turn up their stimulation to where they could feel it because they¿ve had ¿so much trouble with it¿ they wanted to feel it in their back. It was noted that the patient was a woodworker, so the might not feel stimulation after turning a bunch of wood. The patient received a replacement recharger and they had not been as attentive to recharging in the last few months prior to the report due to a family members health. Also, they couldn¿t charge their ins unless they were stationary. It was also reported that the controller wouldn¿t connect at first, but it was moved closer to the ins and then it connected. The recharger was then connected to the ins; it stayed on "checking recharge quality" for a long time and then showed rm04 message. In addition, the rep was able to reseat the battery pack and clear the rm04 message and began charging normally. At first, there was no recharge quality, but then it showed excellent and then went to poor. The rep then stopped charging and attempted to interrogate the ins with the tablet and there were several glitches, but then it connected to the ins. Through usage statistics, it was discovered that there were a few days with 0% usage, a couple of days with 100% usage, and around mid-march of 2019, usage was around 40-50% and increased from there. Recharging statistics revealed that the calculated recharge interval was 1.4 days; the patient was keeping track of the ins turning off issue and planned to meet with the rep for possible reprogramming for longer recharge interval. It was reviewed that the ins was likely turning off because of battery depletion given the dates when the therapy was unavailable and following those dates, the recharging sessions the patient had, the ins started at low charge level. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.